Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized for ketoacidosis while using the infusion device. The patient's blood glucose level was 600 mg/dl at home. The patient's doctor did not know the reason for the high blood glucose levels. The patient's mother stated "correction via pump and pen was not possible". The patient was treated at the hospital with insulin via pen and infusion with unknown contents. The patient was hospitalized for 3 days. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.